Event description:
The ventilator had power failure. The ventilation alarmed and switched to internal power. Power backed 2 minutes later and switched back to ac power. However, light flashed and stopped ventilating. Please note that there is no injury or death occurred.